Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the mask was found deflated on the crash cart.no patient injury or involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the hard shell of the mask was deformed. It was also found that there were holes in the air cushion. Based on the investigation performed, the reported complaint was confirmed. It was determined that the mask was damaged during storage or transportation.

Event description:
The customer alleges that the mask was found deflated on the crash cart. No patient injury or involvement.